Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed with the submitted log file. The log file captured intermittent low voltage advisory (yellow battery) alarm events when connected to the external 14v batteries. The alarm event were related to the battery fuel gauge voltage values intermittently reaching the low limit threshold. Additional information communicated on 23nov2021 indicated the serial number of the exchanged system controller is (B)(6). Further additional information indicated the exchanged system controller was discarded. Additional information communicated on 29nov2021 indicated the alarms resolved after the system controller was exchanged. A root cause of the low voltage alarm could not be determined during this evaluation. The reported event of ¿noticeable green oxidation at the white connection under the bend relief portion¿ was confirmed with the submitted reference photos. The submitted reference photos captured green/blue fluid around the white strain relief of the system controller. Previous complaint history determined the green fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Heartmate ii lvas IFU, heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had low voltage and hazard power alarms while on an ungrounded cable at home. There was no visible tear; however the white power cable from the controller had noticeable green oxidation at the white connection under the bend relief portion. Technical services performed an analysis of the patient's log files and confirmed several low voltage alarms while on battery power. There was no interruption in pump support during these events. There were also low voltages on rsoc while the device was tethered to the ungrounded patient cable. It was recommended that the ungrounded patient cable be replaced. The log files also found that the patient was sometimes sleeping on battery power. The equipment and battery connections were clean and there was nothing found to be blocking the connections. The patient's system controller and affected patient cable were exchanged. The exchanged controller and patient cable were discarded. The alarms resolved.